Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "it was noticed the infusion was taken off the pump to allow passage of c arm while the resident was doing a second IV. It appears that the tubing did not clamp shut on removal from the pump and roller clamp was open. Staff coached regarding closing of the roller clamp when opening the IV from pump. Pump not sequestered for evaluation." An incomplete date of event of (B)(6)2017 was provided. The device was being used for an anesthesia infusion in the operating room.